Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, images not displayed due to damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a deterioration of connecting tube. During the device analysis, the service center technician indicates that a no image was found. It was determined that the charged coupled device needed to be replaced. There was no patient involvement.